Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient experienced sweating. Increase in inflammatory parameters and infection of unknown genesis were reported. Crt- infection, pneumonia and urinary tract infection were ruled out. The investigator assessed this event as possibly related to the procedure or related to the use of the investigational device (infection of unknown genesis). Increase in inflammatory parameters of unclear genesis has been reported as another possible cause of adverse event. The patient was hospitalized. Thorax x-ray and lab tests were done, and antibiotics were given.